Manufacturer narrative:
Product ID 8781 lot# hg4utq510 serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unk nown/hg4utq510, ubd: 14-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving gabalon (unknown concentration or dose) via an implantable pump for cerebral palsy. It was reported that the dose has been increased since implantation to control spasticity, but the expected effect has not been achieved, so an examination has been conducted. Date of onset was noted to be 2023-jan-20. Since there are no problems with event logs, roller inspection, or fluctuation rate, the pump is considered to have no problems. A catheter contrast examination was performed, and drug could not be aspirated from the cap (catheter access port). Contrast imaging was not performed. A refill was performed: actual residual amount 9.2 ml, programmer residual amount 8.5 ml, variability rate 7.4%. A catheter obstruction was suspected due to failure to aspirate from the cap. However, since the fluctuation rate was not a problem, it was unknown if there was a leak in the catheter route or if the catheter had any problems, but some problem in the tip side hole is causing the drug to be sent out but not aspirated. The scr and surgery were performed by the previous physician, so the evaluation at that time is not clear, but it does not seem to be totally ineffective. After reviewing the progress, it was decided to evaluate the effect of bolus at the next outpatient visit (mid-february or later) and decide on a course of action. The outcome of the adverse event was noted to be not recovered. The causal relationship to the drug was unrelated. The causal relationship to the pump, programmer, and procedure was indicated as "no". The causal relationship to the catheter was indicated as "unknown". It was indicated that complications, past medical history/history of side effects, and concomitant drugs was "none".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. Regarding the inability to aspirate the catheter / problem at the tip side hole, an occlusion was suspected but the cause was unknown. Regarding actions taken to resolve the issue, it was indicated they were following up. The issue was not resolved. The effects of the bolus will be evaluated at the next hospital medical consultation. The device would not be returned as it was still in use.